Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high thresholds, loss of capture, low pacing impedance measurements (<200 ohms), noisy signals noted on the pacing system analyzer (psa), and undersensing. It was suspected that there was insulation damage on th era lead. Additionally, the lead insulation was damaged when the physician pulled the lead for extraction. Subsequently, the ra lead was explanted and replaced. This crt-d remains in service. No additional adverse patient effects were reported.